Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer replaced the photometer halogen lamp as part of maintenance. A short time later, they no longer received any photometer readings. When they checked, they found the lamp had "popped" and come apart. The tech removed the metal part of the broken lamp and used hemostats to remove the glass. The customer then replaced the lamp and no further issues were noted. The lot number of the lamp was requested, but could not be provided. The customer stated the serial number was (B)(4). No patients were involved in the event and no customer was injured.

Manufacturer narrative:
A specific root cause could not be determined. As the glass part of lamp was totally broken, there was no possibility of investigation of the lamp. It was suspected that there was a small crack on glass before installation in the analyzer.